Event description:
The customer reported an intermittent loss of fluoro. No pt injury was reported.

Manufacturer narrative:
Customer determined the footswitch needed to be replaced, and will replace the footswitch. (B) (4).